Event description:
Customer reported that the t:slim x2 pump battery would not charge, and the screen remained dark. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try a different charging setup, which eventually worked with a non-tandem charging cable and a non-tandem wall adapter resolving the issue. A replacement tandem wall adapter and charging cable were sent to the customer with two-day shipping.